Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not alarmed. Caller stated that the customer had high blood glucose due to the infusion set cannula was kinked and the insulin pump did not alarmed to alert her. Nothing further was reported.